Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated high blood glucose. Customer`s current blood glucose was 522 mg/dl. Customer has treated high blood glucose with insulin pump and manual injection/insulin pen. Customer reporting symptoms due to hyperglycemia was vomiting. Troubleshooting was performed. Customer reported leakage in reservoir. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer reported auto mode feature was inactive at the time of reported hyperglycemic event. The device will be returned for analysis.